Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G4-510k: this report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable

Event description:
Device report from depuy synthes reports an event in united arab emirates as follows: this is report 1 of 1 for (B)(4). It was reported by the sales rep in united arab emirates that postoperatively to an spine procedure performed on an unknown date, it was observed that the screw device was broken inside the vertebrae body. According to the report, the event would require a revision surgery or hardware removal. The date of the revision surgery or hardware removal was unknown. The status of the patient was unknown. No additional information was provided. This report is for one (1) device. This complaint involves one (1) device.